Manufacturer narrative:
(B)(4). Other device used: catalog #00784501600, versys femoral stem, lot #60300060 remains implanted, manufactured by zimmer inc. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to metallosis. Fibrous tissue was also removed from around the stem.

Manufacturer narrative:
No devices or photos were received, therefore the condition of the components is unknown. The device history report (DHR) review did not find any deviations that would be related to this event. These devices are used for treatment. Surgical notes were not provided. X-rays were not provided, so it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. This is the only complaint for the related part and lot combinations. The reported device combination is a compatible combination of devices. With the information provided, a definitive root cause cannot be determined for the corrosion.